Event description:
It was reported that this right ventricular (rv) lead exhibited a short circuit condition during shock delivery that resulted in code 1004 in the device. The physician opted to not replace the lead initially. The representative forewarned the physician of their concerns about not replacing the lead as the lead had been implanted for approximately 13 years and literature indicating there was a high failure rate with the lead. Thus, the device was explanted and replaced. During the defibrillation threshold (dft) test at implant, the replacement device exhibited code 1004. The patient had to be resuscitated with six external shocks as a result. The physician subsequently replaced the device and lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).